Event description:
It was noted that the patient had oversensing of the ventricular lead. No changes were made to the lead since the patient is atrial paced only. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.